Manufacturer narrative:
The device involved was received for evaluation.

Event description:
An infusion pump had a failure code 810:04 which occurred during a patient infusion. The facility representative stated that no patient injury was associated with this report and no incident reports were filed since he last baxter service event.